Event description:
Patient had mediport placed two years ago for treatment for lung cancer. In past two weeks, patient noted pain and swelling along catheter when flashed. When mediport removed, it was noted that there was a hole/fracture in catheter. Patient injury consisted of the chemo extravasated into tissues.